Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (4) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkq3018. The third photo sample shows an enlarged image of the silicone foley bifurcation site with a highlighted arrow pointing the tear in the inflation arm. Functional testing was not possible based solely on these photos. Received 1 all-silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted 1 two way foley catheter with a slit in the inflation arm (measuring 0.2375in) on the return sample. This does not meet specification as per inspection procedure states: "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap 2 without cuts, holes or tears on the inflation arm." The reported event is addressed within the labeling as it states: contraindications. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use. 1. Method of use. (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Important precautions. 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, the foley catheter sterile water leaked. There was a possibility that it was leaking from around the funnel. The report states that the cuff was torn, causing water to leak.

Event description:
It was reported that during the pre-test, the foley catheter sterile water leaked. There was a possibility that it was leaking from around the funnel. The report states that the cuff was torn, causing water to leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.